Manufacturer narrative:
Batch review performed on 19 september 2025: lot 081227: (B)(4) items manufactured and released on 18-jul-2008. Expiration date: 31-may-2013. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in due to instability and the cause is unknown. About 13 years and 5 months after the primary surgery, the surgeon upsized the poly (from 14 to 17mm) and resurfaced the patella. The surgery was completed successfully.